Manufacturer narrative:
It was reported that the plunger of a syringe component "splintered near the top." Reportedly, the physician user was using the syringe component to inject contrast at the time of the time of the incident. The broken syringe piece "pierced" through the physician's gloves, however, no serious injury or medical intervention was reported. No patient impact was reported. New gloves were donned and no further incident was reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A same was returned for evaluation and the reported break was confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the plunger of a syringe component "splintered near the top."